Event description:
Patient was undergoing a resection of a left proximal femur lesion with expected placement of a long, curved stem from the stryker global modular replacement system. (These devices are not kept on hospital shelves, but are shared among hospitals when the need arises. They must be ordered in advance.) Once patient's leg was prepared, three intact shrink-wrapped boxes were opened. All three had broken seals in the internal packaging. Two were porous implants, but a third was not so it was decided to flash sterilize the third one and implant it. Proper sterilization procedure was followed and appropriate biological indicator was utilized and was negative.